Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative completed synergy spine training session, at the site. Trainee: surgeon. A medtronic representative, following-up at the site, reported that it appeared the user had not been trained on the new software. Also noted the frame possibly was bumped. There was a delay in the procedure, however, no patient impact. Three subsequent procedures have been performed without issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy when using the clydesdale trial and implant. The surgeon took a spin prior to prepping the first disk space and when beginning placement of the implant, the surgeon determined being fully in the disk space, however, software was showing the implant half in and half out. The surgeon placed the implant where he deemed was correct and took an anterior posterior (ap) and lateral and confirmed being correct, the software showed being inaccurate. Another spin was taken and the second disk space was prepped. When placing the implant in that disk space, the surgeon, again, deemed being in place while the software showed the 22 millimeter implant half in and half out. The surgeon took ap and lateral to confirmed being correct. Prior to prepping disk spaces, the surgeon deemed all other instruments were accurate. There was approximately one hour delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.